Event description:
This case was reported by a consumer and described the occurrence of gastric bypass surgery in a pt who used poligrip (super poligrip original denture adhesive cream) for loose dentures. The consumer contacted the MFR regarding a product inquiry and product complaint. A physician or other health care professional has not verified this report. In 2001 the pt started poligrip (dental). In 2001 the pt underwent a gastric bypass surgery and in 7/2004 pt had benign fatty tumors removed from their abdomen. Treatment with poligrip was continued. The outcome of the events is unk. The consumer refused to provide additional info.